Manufacturer narrative:
The event occurred in (B)(6) during patient treatment. It was reported that an increase of clots at the be-hls 7050 #shls set advanced 7.0 was identified which caused to a deterioration of oxygenation. After 6 days, they exchanged the hls set. After the exchange, the patient was stable. The patient was infected with covid-19. No harm to any person has been reported. The customer scrapped the affected be-hls 7050 #shls set advanced 7.0 therefore a technical investigation could not be performed at the getinge laboratory. The patient was infected with covid-19. As stated by the getinge medical affairs team and in reference to the literature, covid-19 diseases can be associated with intravascular coagulation activation, microcirculation disorders and increased risk of thromboembolism despite good systemic anticoagulation. The increased risk of thrombosis and coagulopathy in ECMO patients is a result of a combination of processes driven by the disease occurring in synergy with the effect of the extracorporeal circuit on the coagulation system. In the absence of data and based on covid-19 as the most probable root cause for the reported failure, clot formation in an extracorporeal circuit can lead to a reduction and/or blockage, and thus, an reduction of the diffusion path lowering the gas transfer performance. With reference to the risk assessment (hls set advanced 5.0 / hls set advanced 7.0, dms # 1468452, v26) and in consultation with the getinge manager medical affairs team the following events can contribute to clotting in the circuit: air remains in or enters the circuit inappropriately low, or no blood flow, in the circuit improper hemostasis too low anticoagulation too low act level, effect of heparin is too limited protamine sulfate enters the hls set administration of congealable substances (such as platelets) or pro-coagulant medications. (Consumption) coagulopathy. The production records of the affected be-015703112 #shls module advanced adult was reviewed on (B)(6) 2022. According to the final test results, the affected hls module with UDI# (B)(4) passed the tests as per specifications. Production related influences are unlikely to have contributed to the reported failure. Based on the investigation results the reported failure "increase of clots which caused to a deterioration of oxygenation" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending yusuff h, zochios v, brodie d. "Thrombosis and coagulopathy in covid-19 patients requiring extracorporeal membrane oxygenation" asaio j. 2020;66(8):844-846. Doi:10.1097/mat.0000000000001208.

Event description:
The event occurred in (B)(6) during patient treatment. It was reported that an increase of clots at the be-hls 7050 #shls set advanced 7.0 was identified which caused to a deterioration of oxygenation. After 6 days, they exchanged the hls set. After the exchange, the patient was stable. The patient was infected with covid-19. No harm to any person has been reported. Complaint-ID:(B)(4).